Event description:
The patient contacted animas on (B)(6) 2013, reporting that the audio bolus button was intermittently unresponsive and required hard presses to elicit a response. The patient reported that the audio bolus was intact. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the audio bolus button issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the audio bolus button is intact and keypad was fully intact. The up, down and contrast buttons were intermittently unresponsive and required excessive force to elicit a response. The audio bolus button is responsive to user input. Evaluation revealed that there was contamination present under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.